Event description:
This lead was explanted and replaced due to a perforated right ventricle. It was confirmed with an echo cardiogram. The hospital retained the device. Should additional information be received, this file will be updated.